Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that he was a new user to the insulin pump and was using saline in his device. Customer was at work when he slipped and fell on the ice and hit his head, and fell on the insulin pump. The insulin pump display was white and device was beeping. Customer's blood glucose reading was 188 mg/dl. Customer went to hospital to treat his head and stated the fall was not due to diabetes. Customer was advised the device would be replaced and to return their device for analysis.

Manufacturer narrative:
After battery installation, the device gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. The device was received with minor scratches on lcd window.